Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, implanted: (B)(6) 2021, product type: screening device. Product ID: 309201, lot# unknown, implanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: ; product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began 2021-sep-03. It was reported that over the weekend, the patient's leads became disconnected. They went to the doctor to have this checked, and they removed the leads. When the leads became disconnected, they said the device did not work any more. The patient had ended their evaluation. No surgical intervention occurred.